Event description:
It was reported that the 8800 system had a cine drive error during a subtraction run. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge and drive were reseated during the service call.